Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 9/27/16 with the following findings: multiple no cartridge detected eaw 163 warnings observed in b/box. Load step malfunction occurred during investigation. During load step, piston pushes up until cartridge is empty. Force calibration failed. Force sensor removed and tested- resistance value was found to be out of specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed the force sensor to be out of specification. This report is made based on the results of an investigation completed on 9/27/16.